Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. Eight days prior to the onset, the patient was hospitalized for an unknown indication. The treatment for the peritonitis was unknown. Seven days after the onset, the patient was discharged from the hospital. On the same day as the onset, the patient¿s pd catheter was removed and the patient was placed on hemodialysis therapy. At the time of this report, the patient was recovered from the peritonitis. No additional information was available at this time. This is report 1 of 3 involved in this event.